Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: a flexima biliary stent was received for analysis. Visual and microscopic examination of the returned device found that the push catheter was kinked and buckled, and the push catheter suture hole and stent barb were torn. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure such as the anatomical conditions during stent deployment, and the technique used by the physician when the stent was not being deployed may have contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the gallbladder to treat pain during a choledocholithiasis procedure performed on (B)(6) 2025. During the procedure, the stent could not be released. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent barb was torn. Please see block h11 for the full investigation details.